Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log confirmed the presence of error code 1871. Functional testing confirmed the reported issue. The cause was traced to anomalous motor revolution detection sensor and gear motor. The components were replaced to address this issue.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the device displayed error code 1871. There was no patient harm or adverse event reported.